Event description:
The customer reported being hospitalized due to low blood glucose of 65mg/dl. The caller stated that her daughter gave her two glucagon shots before going to the hospital. The customer stated that she lost consciousness. Troubleshooting was performed. The reservoir was showing the same amount of insulin that the status screen shows. Advised the caller to contact her doctor regarding her low glucose level and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.